Event description:
Intermittently when ac is disconnected from device, the device would power off. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.